Event description:
It was reported that there were impedances over 10,000 ohms and no therapy effect for the patient. The therapy effect was later described as less than 50%. There was a break in the extension, close to the battery. The patient received a new 565 surgical lead with two new 37081-60 extensions. It was reported that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID 37083, serial# unknown. Product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the extension revealed no significant anomaly but it was noted the body of the extension was cut. It was also noted the conductor coils were crushed 3 cm from the proximal end but continuity was acceptable and there were no short circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.